Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery by the patient's family that a strata valve was implanted into the patient in (B)(6) 2011. In (B)(6) 2011, the patient developed a high fever and went to hospital to be checked out, but the hospital rejected his admission and sent him home. The patient was reported to have scratched his incision site on his scalp and the surgical wound became infected. He returned to hospital and a physician told him that the wound had a purulent infection, and so the valve was explanted from the patient. The patient then received a bone marrow puncture to test for a csf infection. It was also reported that the patient died due to epilepsy caused by the bone marrow puncture sometime in 2012.